Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 11 days after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. The patient presented insufficient quantity/quality (bone type iii), 30 ncm of primary stability was achieved and fenestration occurred during surgery. The dentist also reported that maybe the patient has not take his medicine because there were infection 2 months ago.